Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed sterile peritonitis manifested as cloudy effluent. It was unknown whether the patient had experienced a break in aseptic technique. The patient was not hospitalized. The patient was treated with vancomycin 2 gm i.p. And gentamicin 40 mg i.p. Starting on (B)(6) 2010. The pd therapy continued. It was not reported whether the event of sterile peritonitis had resolved. The reporter did not provide an opinion of causality for the sterile peritonitis.